Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted.evaluation summary:baxter received one actual sample and one companion sample for evaluation. The reported condition of a no flow was not confirmed in either sample. Visual examination and functional testing was performed on both of the devices. Both devices were primed and flow was readily observed. Each device met specifications. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of an unknown quantity of interlink vented basic soln set in which a no flow was observed. The vent was reported to be in the open position and the set was attached to a bottle of propofol. The nurse tried inserting a needle in the bottle to assist with venting but the flow remained restricted. There was no patient injury or medical intervention associated with this event. No additional information is available.